Manufacturer narrative:
Date sent to FDA: 6/20/2019. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent a laparoscopic incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was further reported that patient underwent removal surgery on (B)(6) 2011 because of a small bowel evisceration and the mesh was removed. It was reported the patient continues to experience severe pain, hernia recurrence and mesh migration. No additional information was provided.